Manufacturer narrative:
Serial # not provided. A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the customer's field service engineer (fse) attempted to do a software upgrade and the device crashed. There was no reported patient involvement.